Event description:
Customer states that the set "leaked in the blue hub". There was no report of pt harm or medical intervention required.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned; however, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.